Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a sensor end and lost sensor alert. The customer's blood glucose was 47 mg/dl. The customer stated she had treated with food. The customer declined to troubleshoot for the insulin pump. Troubleshooting for the sensor found the customer was using the proper technique for sensor use. The customer stated she would continue to use the sensor. No additional information provided.